Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on with ac and battery power. It was found that the battery was not holding a charge as it ran for 40 minutes, an audible alarm was heard and the device powered off. The battery was replaced and the unit functioned as designed. No product performance issues related to the reported event were identified, based on results of the investigation, the customer complaint could not be confirmed., corrected data:

Event description:
It was reported that the unit just died. The customer indicated that they can't get it to do anything. Additional information received from customer stating "it was on a patient when it quit working is what I am being told. There were no injuries. It was just replaced with another one immediately. I was told that rt was in the room and it was working fine one minute and then completely dead the next - no alarms." No consequences or impact to patient.